Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 560 mg/dl. The customer stated that they tried to correct the high blood glucose but the insulin pump was not pushing out any insulin. They went to change the set and when they primed it, the insulin came out. When they tried to correct the high blood glucose, nothing was coming out. The customer's blood glucose level during the incident was 586 mg/dl. Troubleshooting was performed. The customer ran multiple units of insulin but no insulin would exit. The insulin passed the no delivery test. They removed the set from site and there was no damage. They were advised to monitor the insulin pump and call if problem recurs. The device will not be returned for analysis.